Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: (B)(4) (tabm_pambientpfiltermismatch) - (plausibility between pambient and pfilter failed) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: tf: 232056 (tabm_pambientpfiltermismatch) - (plausibility between pambient and pfilter failed). No patient involvement.